Event description:
According to the customer, the threads are "too small" on the extension set access port causing the syringes to have "slippage," and there is residual medication in the "t-connector" after administration.

Manufacturer narrative:
According to the customer, the threads are "too small" on the extension set access port causing the syringes to have "slippage," and there is residual medication in the "t-connector" after administration. The customer reported the residual medication dosage left in the tubing indicates the patient is "not getting the full dosage". The customer reported there have been no injuries as a result of the reported issue. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.